Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.

Event description:
It was reported that (B)(6) was showing the device battery had dropped unexpectedly to eri and was unable to support high voltage therapy. The device was explanted.

Manufacturer narrative:
The reported sudden drop in battery voltage was confirmed via review of the device diagnostics and battery trend data. With an external power supply and removal of the battery, the device functioned normally and no sources of high current drain were detected. The battery was sent to the manufacturer and no battery anomalies were detected. The cause of premature battery depletion was undetermined.

Manufacturer narrative:
All information provided by manufacturer, and mandatory medwatch form was received.